Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold a charge / battery fault) has been confirmed. As received, the battery would not power on a monitor. Upon evaluation, there was a loose solder tab on the pad of components p4. He cause of the inability to power a monitor damaged solder tab on component p4 to the battery cell. The root cause of the damaged solder tab cannot be positively identified. No adverse event resulted form the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient contacted zoll customer support to report battery pack faults. The patient was provided a replacement battery pack.